Event description:
An abutment screw has fractured inside an implant. The surgeon had to perform an add'l surgical procedure to remove the abutment screw from the implant. The implant was removed from the pt as well. Pt injury has not been reported.